Manufacturer narrative:
The customer reported that the backlight went out on the bsm (bedside monitor) and the touchscreen does not work. The bsm is still communicating with the cns (central monitoring system). The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The inverter pcb was replaced which corrected the issue. The touch screen would not calibrate and was also replaced. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the backlight went out on the bsm (bedside monitor) and the touchscreen does not work. The bsm is still communicating with the cns (central monitoring system).